Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit (ic) chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found that the image was not displayed due to a damage on the charged coupled device unit. In addition, following findings were observed: the bending section cover, switch #3, the universal cord, video connector and the insertion pipe had a scratch due to physical stress, due to either physical or chemical stress, the adhesive on the bending section cover had a chip and the adhesive around the objective lens was peeled, the video connector case was deformed, and the switch #1 was noted to be damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the videoscopes¿ monitor screen became dark or did not appear. There were no reports of patient harm.